Manufacturer narrative:
Additional narrative: patient information is unknown device broke intra-operatively; device was not implanted/explanted. Facility contact information was not provided. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported device was used in surgery for distal fibular fracture on (B)(6) 2017. While the surgeon was placing hooks of the locking compression plate (lcp) hook plate, the hook(s) broke. No fragment was generated. The surgery was completed with a replacement, which lead to a twenty (20) minute delay. There was no adverse consequence to the patient. (B)(4).

Manufacturer narrative:
Part 04.113.103s, lot l354372, release to warehouse date: april 10, 2017. Expiry date: april 01, 2027. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the plate is broken at level of the hook and it has been returned not in original packaging. The device was manufactured in april 2017 in (B)(4). All the inspections performed according to inspection sheet passed. The certificate of the raw material has been reviewed. In the relative certificate, it is reported that the material is conforming. The plate was inspected for all the features pertinent to the complaint condition. The visual inspection confirmed that plate is broken at the level of the hook. The plate thickness was measured in different points of the plate (included in the broken area) and found to be in specification. All the measurable features pertinent to complaint condition have been found conforming to specification: no evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.